Event description:
The reporter called lifescan and alleged that the patient's meter was missing segments. The pt stated that the last time they tested on their meter was one week ago. They reported two results of 158 and 331 mg/dl. They were experiencing symptoms of blurry vision and feeling cold. They visit their physician and reported no treatment was provided. The pt stated that no other tests were performed on any other meters. A replacement meter has been sent.